Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump. It was reported the patient¿s pump ran dry and the pump had been dry for over a year. It was noted it all started ¿(B)(6) 2019). It was noted the patient was in a halfway house facility and the facility wasn't familiar with how to service the pump, so the pump ran dry over a year ago. The patient went through withdrawal and the pump had been alarming for a while. The patient¿s pump was currently alarming with a dual-tone alarm sound. The patient requested to have the pump alarm silenced and discussed having the pump removed. The patient did not currently have a managing hcp and physician listings were requested. No further complications were reported.